Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: the introducer system, sheath, and filter were returned. The red locking mechanism was unlocked. Introducer system slightly bent at distal end. Grasping hook (without filter) was nicely placed/withdrawn in catheter tip and no difference was noted when comparing the hook to a test hook. Also, no difference to the filter hook when comparing it to a test filter. Grasping hook nicely catched the filter hook during investigation. Actions has been taken to eliminate this pre-deployment issue. However, this device was manufactured prior to implementing this change, why suggesting the device was exposed to some shock during handling/transportation, which again resulted in the pre-deployment during the procedure. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: ivc filter placement was performed with right jugular vein approach. According to the package insert, the sheath was withdrawn at the target position to expand the filter. At that point the filter was released. Then it jumped and placed catching right iliac vein. The filter was removed with gtrs-200-rb. Patient outcome: the patient did not experience any adverse effects due to this occurrence.